Manufacturer narrative:
B1: added adverse event. H6: omitted code e2403 and f26.

Event description:
It was reported that a patient implanted with an impella rp flex experienced low flows. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Upon explant a clot was found on the pump cannula.

Manufacturer narrative:
The investigation was completed. Investigation summary: low pump flow: the cause of the low pump flow was biomaterial ingestion as evidenced by data log analysis showing ingestion pattern and returned product showing biomaterial on impeller.